Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Bloch h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator head had all the seven bands attached, some were moved and overlapped. The handle slot had marks of insertion of the trip wire. The trip wire was broken, possibly during the device removal. The suture hole and the suture thread which was attached to the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands were moved and overlapped. These suggest that the device could not deploy. These conditions could have been generated due to excess of tension applied when trying to deploy the bands. This situation moved the bands from their place as if twisting them causing the overlap, which clearly indicates inability of the device to deploy the bands. It is possible that the functionality of the device has been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. The returned trip wire was broken, because there is no information about a rupture of the trip wire, it is possible that the trip wire was broken at the time of removing the device, so, it was not coded as a problem. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal banding procedure performed on (B)(6) 2022. During the procedure, "the string was tangled when deployed and was unable to be used." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands overlapped and unable to deploy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal banding procedure performed on (B)(6) 2022. During the procedure, "the string was tangled when deployed and was unable to be used." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands overlapped and unable to deploy.